Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley catheter disconnected from the drainage bag at the white connector to the tubing even with the securement device in place. No patient injury.

Manufacturer narrative:
Section d4 was updated with the lot number. One used sample without its original package and without lot number was received for evaluation. The sample was visually inspected and based on the manufacturing date code assigned in the sample, the product batch was obtained and the possible lot number was determined to be 2008420264. The reported issue was observed in the sample as the catheter was found already detached from the connector. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The manufacturing process was reviewed by the multifunctional team. The process was found to be running according to the product specifications and meeting quality acceptance criteria. The ¿caf¿ machines maintenance (for catheter-adapter assembly) were verified and found with up-to-date corrective and preventive maintenance as schedule. Per the available information for the complaint investigation, no abnormal process conditions that could cause the issue reported were detected in the manufacturing process. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. Cdps were generated to update the catheter assembly location on the sample port from the current manufacturing location, and to update the go/no go fixtures in order to accommodate these according to the location change. We will keep monitoring the process for any adverse trends that require immediate attention.